Manufacturer narrative:
The investigation for the access site bleed and the high purge pressure has been completed. The pump and data log were not returned for investigation. According to the clinical details, the patient had poor coagulation due to hypocoagulopathy caused by liver disease and excessive heparin at the time of the access site bleeding event. The issue was resolved quickly. Additionally, a few days later, high purge pressure was reported and resolved after administering tpa. The cause of the access site bleeding issue was high patient act values after given too much heparin, based on give clinical details. The cause of the high purge pressure issue was biomaterial, based on provided clinical details. Corrections to the initial MFR report: b1-selected product problem. B5-added 2nd failure mode. G1 MDR reporting contact email. H6-impact code 4644 added. H6-med dev prob code 1491 added.

Event description:
Additional details state that high purge pressure and low purge flow were reported by the physician. The lysis protocol was initiated. The problem was resolved within hours after starting the tissue plasminogen activator (tpa) protocol.

Event description:
The device exhibited low purge flow and high purge pressure. The resolution for this issue is unknown.

Manufacturer narrative:
The additional information is reflected in b2, b5, g3, g6, h1, h6.

Event description:
The complainant had a impella 5.5 pump placed for a transfer patient. A hematoma was reported and treated by two units of blood and coagulation of patient was reduced. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.